Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that the right atrial lead exhibited an insulation anomaly and noise. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the proximal insulation was abraded at 7.1 - 7.4 cm from the connector pin. The proximal coil was exposed in the same area which could have contributed to the noise problem.